Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to an unknown reason. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads. Upn: m365sc8120500. Model: sc-8120-50. Serial: (B)(6). Batch: 205231a. Product family: scs-ipg-r. Upn: m365sc11100. Model: sc-1110. Serial: (B)(6). Batch: 179642.